Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received inappropriate shock therapy due to atrial fibrillation (af) with aberrancy. Device review via heart connect showed four shocks all due to fast conducted af. Rhythm ID was modified. The plan is to continue to monitor. At this time, the device remains in service. No additional adverse patient effects were reported.